Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had migrated. It was further reported that the patient felt a knot near the implant site and felt discomfort when they raised their arm during exercise. The device remains in use. No further patient complications have been reported as a result of this event.